Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer's blood glucose level was 180 mg/dl. The customer reverted to an alternate method in insulin therapy.